Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message related to charge time of 20 seconds of longer. Reportedly, this patient was implanted with a left ventricular assist device (lvad) without any knowledge that he had already implanted a s-ICD system. Oversensing of the lvad resulted in over 100 inappropriate shocks delivered and a premature battery depletion to only 17% remaining. The device data was sent and analyzed by engineering, and the charge time is exceeding 40 seconds, which indicates the therapy is no longer guaranteed. Further information was received indicating the patient is intubated with a do-not-resuscitate order, due to reasons not related to this case issues, and no replacement will be scheduled or corrective actions until further notice. This implantable electrode remains in service and no additional adverse patient effects were reported.